Event description:
It was reported the device exhibited error 41541. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. Read out of the event history log was not possible. Functional testing was able to verify and duplicate the reported problem. It was determined that the root cause was the main board. The main board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.